Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows at least one locking cap to have come loose at l4, consequently causing the rod to become loose on one side at the corresponding level. Additional information provided that metallic squeaking was heard during implantation. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that 6 months post-operatively, the locking caps loosened with subsequent rod migration.